Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they replaced the input/output circuit card after being advised to by ag (wo-(B)(4)). After replacing the input/output card the arctic sun device still displayed alarm 81 (non-recoverable system error). Device would be sent to the depot for an assessment of the card cage.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed processor card. The device was evaluated upon receipt. Received alert 48, 81, 109. Installed test processor card to complete decon. Replaced processor card. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: b, d, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they replaced the input/output circuit card after being advised to by ag ((B)(6)). After replacing the input/output card the arctic sun device still displayed alarm 81 (non-recoverable system error). Device would be sent to the depot for an assessment of the card cage. Per follow up received via task on (B)(6) 2024, no patient involvement at the time of the malfunction.